Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt suffered a fall and is no longer receiving stimulation. The pt is unable to communicate with her ipg using external devices. A sjm rep met with the pt and confirmed the issue. Surgical intervention may be pending to address this issue.